Manufacturer narrative:
Additional information: d9 - product return. H4 - manufacture date. H3 - device evaluated. H6 - codes updated. Investigation: in the first step, we made a visual inspection of all three electrodes. During that we found, that one electrode is fallen apart, the metal body is fallen out of the ceramic cover. The electrode ("hook") itself is still in its correct position. The other two gk384r are in used but proper condition, the ceramic insulation shows no damages like cracks or chips. In the next step we made a microscopic investigation of the defective electrode. The ceramic insulation was in a perfect condition, without cracks or chipped- off parts. In the next step we examined the surface of the broken solder joint. Here we found no signs of a manufacturing defect. Investigation statement of the manufacturing plant referenced to a similar case: as tests are performed 100% on the whole batch, the products have been delivered by the manufacturing department within the required specification. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The current failure rate is within the risk analysis and therefore acceptable according to din en iso 14971; severity was 3(5) and probability 3(5). Conclusion and preventive measures: the soldering surface shows no hint for a production- problem. All electrodes are subjected to a 100% mechanical test before delivery, so a production-related error can be ruled out. Without further knowledge about the circumstances, we assume, that some excessive extern force applied on the electrode- hook damaged or pre- damaged the solder joint. A definitive root cause for the problem cannot be determined. Based upon the investigation results, a deviation had been initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, the electrode tip broke in two parts during surgery. The broken parts were found and extracted. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).